Event description:
The customer reported the filmer is stuck, and the system is displaying a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer's electrical system is the problem. Customer is having incoming power line repaired. (B) (4)